Manufacturer narrative:
This case was initially received via regulatory authority (mhra, reference number: (B)(4)) on 24-feb-2021. The most recent information was received on 25-feb-2022. His spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('constant pain') in a female patient who had essure (batch no. 50667567) inserted. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criterion medically significant). Essure treatment was not changed. At the time of the report, the pelvic pain outcome was unknown. The reporter considered pelvic pain to be related to essure. The reporter commented: she also had lots of other issues quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 25-feb-2022: medical record received. Essure insertion date and lot number added we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (mhra, reference number: (B)(4)) on 24-feb-2021. The most recent information was received on 08-mar-2022. This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('constant pain') in a female patient who had essure (batch no. 50667567) inserted. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criterion medically significant). Essure treatment was not changed. At the time of the report, the pelvic pain outcome was unknown. The reporter considered pelvic pain to be related to essure. The reporter commented: she also had lots of other issues lot number: 50667567, manufacture date: 2012-06, and expiration date: 2015-06. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. Most recent follow-up information incorporated above includes: on 8-mar-2022: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
The below report was received by health authority mhra (reference number: (B)(4)) on 24-feb-2021. The most recent information was received on 28-jul-2022. This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of pelvic pain ("constant pain") in an adult female patient who had essure inserted (lot no. 50667567). Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2013, the patient had essure inserted. Essure was removed on (B)(6) 2021. An unknown time later she experienced pelvic pain (seriousness criteria medically important and intervention required), genital haemorrhage ("abnorma bleeding"), dyspareunia ("dyspareunia pain") and device intolerance ("inability tolerate the device"). The patient was treated with surgery (aparoscopic total hysterectomy and bilateral salpingectomy with removal of ovaries). At the time of the report, the outcomes for these events were unknown. The reporter considered device intolerance, dyspareunia, genital haemorrhage and pelvic pain to be related to essure administration. The reporter commented: she also had lots of other issues essure insertion date discrepancy noted: (B)(6) 2013. Lot number: 50667567, manufacture date: 2012-06 and expiration date: 2015-06. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. The most recent follow-up information incorporated above includes data received on: 28-jul-2022: summons received. Events genital bleeding, dyspareunia & device intolerance were added. Reporter added. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (mhra, reference number: (B)(4) on 24-feb-2021. The most recent information was received on 02-mar-2021. This spontaneous case was reported by a consumer and describes the occurrence of pelvic pain ('constant pain') in a female patient who had essure inserted. On an unknown date, the patient had essure inserted. On (B)(6) 2013, the patient experienced pelvic pain (seriousness criterion medically significant). Essure treatment was not changed. At the time of the report, the pelvic pain outcome was unknown. The reporter considered pelvic pain to be related to essure. The reporter commented: she also had lots of other issues. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 2-mar-2021: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This case was initially received via regulatory authority ((B)(6), reference number: (B)(4)) on 24-feb-2021. This spontaneous case was reported by a consumer and describes the occurrence of pelvic pain ('constant pain ') in a female patient who had essure inserted. On an unknown date, the patient had essure inserted. On (B)(6) 2013, the patient experienced pelvic pain (seriousness criterion medically significant). Essure treatment was not changed. At the time of the report, the pelvic pain outcome was unknown. The reporter considered pelvic pain to be related to essure. The reporter commented: she also had lots of other issues. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
The below report was received by health authority mhra (reference number: (B)(4)) on 24-feb-2021. The most recent information was received on 22-dec-2023. This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of pelvic pain ("constant pain/persistent pelvic pain") in an adult female patient who had essure inserted (lot no. 50667567) for female sterilisation. Additional non-serious events are detailed below. The patient had a medical history of back pain in 2021, postmenopausal bleeding (lasted for about 2 - 4 days) in 2019 and uti, hot flushes, post coital bleeding, metaplasia, heavy periods, abdominal pain lower (severe pain in lower left sided abdominal), iliac fossa pain, ovarian cyst (persistent ovarian cyst), abdominal pain and grand multiparity (in the past she had 7 normal deliveries). Previously administered products included: mirena, other therapeutic products, diclofenac and copper. Concurrent conditions were listed as vaginal bleeding and dyspareunia. On (B)(6) 2013, the patient had essure inserted. Essure was removed on (B)(6) 2021. An unknown time later she experienced pelvic pain (seriousness criteria medically important and intervention required), genital haemorrhage ("abnorma bleeding"), dyspareunia ("dyspareunia pain"), device intolerance ("inability tolerate the device"), mental disorder ("psychological issues"), migraine ("migraines"), fatigue ("fatigue") and urinary tract infection ("urinary tract infection"). The patient was treated with surgery (laparoscopic total hysterectomy and bilateral salpingectomy with removal of ovaries). At the time of the report, the outcomes for these events were unknown. The reporter considered device intolerance, dyspareunia, fatigue, genital haemorrhage, mental disorder, migraine, pelvic pain and urinary tract infection to be related to essure administration. The reporter commented: she also had lots of other issues. Essure insertion date discrepancy noted: (B)(6) 2013. One coil trailing from each ostium. Diagnostic results (normal ranges are provided in parenthesis if available): [imaging procedure] on (B)(6) 2013: the essure inserts are appropriately sited with tip of right lying approx. 13 mm within myometrium and left 11.1 mm. No free fluid or abnormal pelvic mass. [Ultrasound pelvis] on (B)(6) 2020: right ovarian cyst: 46 x 43mm. Left ovarian cyst 64 x 56 mm. Enlarging left ovarian cyst. [Ultrasound scan] on (B)(6) 2021: normal size uterus. Ovarian cyst have slightly increased in size and now measure 5x4 cm and 7x6 cm. [Ultrasound scan vagina] on (B)(6) 2021: anteverted uterus appears normal in size cervix appears unremarkable. Lot number: 50667567. Manufacture date: 2012-06. Expiration date: 2015-06. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. The most recent follow-up information incorporated above includes data received on: 22-dec-2023: medical record received. Events migraines, psychological issues fatigue and urinary tract infections are added. Medical history and reporter information updated. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.